Event description:
The customer reported that the device was providing regrasp alarms and was replaced. The surgery was extended by more than 60 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used device was received for evaluation. Visual inspection found no defects. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily, and no alarms occurred. Covidien could not confirm the customer's report. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Note: a regrasp alarm indicates that the seal cycle was not complete. There are many factors unrelated to a product defect that can result in a regrasp alarm. The instructions for use (IFU) for this product address possible regrasp situations.